Event description:
It was reported that an angio-seal was deployed in the common femoral artery post coronary angiogram. The physician was in the process of being trained for angio-seal deployment and a st. Jude medical representative was present for the deployment. The collagen was exposed approx 3mm above the skin level when the physician pulled out the device. The physician pushed the collagen down with a clamp to achieve hemostasis. When the physician pushed the collagen, upward tension was maintained on the suture and resistance was felt upon pushing the collagen down. It took approx 10 mins to deploy the angio-seal. The procedural sheath was 5f. The pt was discharged the next day. Upon discharge, the pt felt a mild coldness in the leg. A CT scan was performed and an occlusion was seen from the bifurcation of the superficial femoral artery (sfa) to the popliteal artery. The pt had an ankle brachial index (abi) of 0.9 and the pt was discharged with no treatment. Three days later, the pt returned to the hospital with coldness in the leg. The abi was 0.5. Three days after that, an angiogram revealed occlusions at the puncture site and near the bifurcation of the sfa. The stenosis rate was high near the bifurcation of the sfa. An occlusion was suspected in the popliteal artery; however, that was not confirmed. The physician thought it occurred by thrombus. The physician inserted a syringe into the occlusion near the puncture site and aspirated fluid. When the physician poured saline into the fluid, part of it became a white powdery substance. The physician attempted to aspirate the other occlusion and tried to advance a guidewire to the suspected occlusion at the popliteal artery, but a dissection occurred near the bifurcation. The pt was then transferred to another hospital for care. The pt was reported as making good progress and was discharged from the hospital.

Manufacturer narrative:
No angio-seal device was returned; however a sample of dried biomaterial/blood-like substance in a plastic container was received for evaluation. No visually identifiable angio-seal components were present. The material was forwarded to an outside facility to determine if collagen was present. The analysis of the biomaterial reported that no material resembling collagen was detected, and tests failed to reveal any positive staining for collagen. In addition, four cd-rom radiographic discs were received with the complaint. The first cd presented a study that consisted of 16 imaging runs taken the day the angio-seal was implanted. The 16 images were representative of bilateral coronary arteriography and left ventriculography. Imaging runs 1-3 were of the right coronary artery, runs 4-13 were of the left coronary artery, runs 14-15 were of the left ventricle, and run 16 demonstrated 2 indwelling sheaths and a contrast injection through one of the sheaths. Contrast enhancement was seen in the bladder and in the lower extremity of the injected sheath. The second cd was dated the day after angio-seal deployment. The study consisted of 118 images of an unenhanced CT lower abdomen, pelvis and bilateral extremities, 139 images of an enhanced CT lower abdomen, pelvis and bilateral extremities, 3 mip reconstructions, and 4 3d reconstructions. The mip and 3d reconstructions demonstrate the arterial blood flow from the lower abdomen down to the feet. The third and fourth cd's represent a femoral angiogram and study and pta of a lower extremity artery taken from the femoral head down to the foot. The third cd has 8 runs, was labeled CT 1 and was performed seven days after the angio-seal was implanted. A measuring rule lies in the images from the femur to the knee. The femoral angiogram runoff and pta procedure documents contrast enhanced images of a blockage, where a guidewire has been placed in and out of the true lumen of the artery. Contrast extravasation is noted. The fourth cd labeled CT 2 has 4 imaging runs. The extravasation has resolved and more contrast is seen in the true lumen of the vessel. Based on the information provided to st. Jude medical, the cause of the reported incident could not be conclusively determined. The angio-seal device instruction for use (IFU) caution, should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention. The angio-seal device instructions for use (IFU) precaution that if the puncture site is at or distal to the bifurcation of the superficial femoral and profunda femoris artery, this may result in the angio-seal device anchor catching on the bifurcation or being positioned incorrectly, and/or collagen deposition in the vessel. These events may reduce blood flow through the vessel leading to symptoms of distal arterial insufficiency. The angio-seal instruction for use (IFU) state that if collagen deposition into the artery or thrombus at the puncture site is suspected, the diagnosis can be confirmed by duplex ultrasound. Treatment of this may include thrombolysis, percutaneous thrombectomy, or surgical intervention. The angio-seal device pt's information guide, which the pt is instructed to carry with them for the 90 days state; some bruising or discomfort is common during the healing process after intravascular procedures; however, if any of the following symptoms are experienced the pt is to contact their physician immediately at the number listed on their patient information card: fever, bleeding, persistent tenderness in the groin or swelling, redness and/or warm to touch, numbness, tingling or pain in the extremity when ambulating, rash, wound drainage, or any other unusual symptoms.